Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lot number of the device was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced corneal abrasion on the right eye (od) on the same day of the initial scheduled treatment. A description from the surgery center indicated there was a small abrasion present after the patient aggressively squeezed eye against the suction ring. The abrasion occurred before any laser firing/treatment was applied. The event occurred when the suction ring was applied to the eye. The patient had a hard time keeping the eye open and had squeezed the eye so hard, that the eye rubbed against the ring holder causing the abrasion and a scratch on the eye lid. The patient¿s chief complaint was of discomfort. The surgery center indicated the abrasion was not caused by the equipment or accessory and it was the patient¿s movements. As to date, the abrasion was still healing and a bandage contact lens (bcl) was applied. The initial treatment was aborted. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -5.75 x -.75 x 10, left eye pre-op 20/20 -6.25 x -.50 x 170.